Event description:
Device 2 of 3. Reference MFR report #s: 1627487-2013-11252,1627487-2013-11653.

Manufacturer narrative:
Evaluation: results: the lead was returned complete with kinks at two different locations. One kink had all wires broken and the second had three out of four wires broken. No functional testing could be performed due to the broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.